Event description:
Edwards has learned of a 29mm pericardial mitral valve replacement after an implant duration of approximately eight (8) years due to stenosis. Initial implant was done in 2006. Reportedly, explant was due to stiff and dense leaflets, no calcific nodules, looked intrinsic, no tears. Valve is currently with hospital pathology. Patient also had tvr and maze procedure. Mitral valve was replaced with a 27mm pericardial mitral valve.

Manufacturer narrative:
Device not returned. Device is currently with hospital pathology and has not been returned for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the cause of the reported stenosis is most likely due to patient related factors. However, the clinical comment cannot be confirmed without return of the device for evaluation. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.